Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx drug eluting stents were implanted into the rca. One the same day, the patient suffered anterior mi. The mi occurred in a non target vessel and was treated with pci of a non target vessel. Possible thrombus was reported. The patient recovered. The investigator assessed the event as not related to the index device and possibly related to the anti-platelet medication.